Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an infection at the intercostal catheter (icc) drain sites post implant which spread to her abdomen. The site indicated that the infection was not related to the ventricular assist device (vad). It was noted that the patient had red marks around the icc drain and cultures tested positive. The patient underwent abdominal wound debridement and was then palliated. In addition, the patient was administered antibiotics and inotropes. It was further reported that the patient subsequently expired.